Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of pain and swelling of the left lower extremity was diagnosed with acute deep vein thrombosis and was admitted to the hospital for treatment. One day post hospital admission pulmonary CT scan demonstrated thrombus within the pulmonary artery of the right lower lobe. Approximately six days post hospital admission, the patient was scheduled for inferior vena cava (ivc) filter placement and mechanical thrombectomy. The right common femoral vein was accessed and a venogram identified the level of the renal veins. The filter was deployed below the renal veins. The sheath was removed and hemostasis was achieved. Following filter placement, the patient was positioned in prone position and the left popliteal vein was accessed and t-pa was administered prior to suction thrombectomy. Follow up venogram demonstrated resolution of thrombus in all of the veins; however, it was felt there was stenosis in the common iliac vein and the lesion was dilated with a 14 mm balloon and a stent was deployed. Completion angiogram demonstrated excellent flow through the stent into the ivc. The patient tolerated the procedure well and there were no complications. Approximately eight days post hospital admission, the patient was discharged from the hospital. Approximately three months post filter deployment, fluoroscopy of the abdomen demonstrated a filter in correct position with a detached filter limb. The decision was made not to attempt retrieval of the filter and no invasive procedures were performed. The patient was transferred to the recovery room in good condition. Approximately seven months post filter deployment, abdominal x-ray demonstrated an ivc filter at the l2-l3 level. Approximately one year eight months post filter deployment, abdominal x-ray demonstrated an ivc filter at the l2-l3 level with a detached filter limb at the level of l2 and possibly a second detached filter limb overlying the pedicle area of l2. Approximately four years eight months post filter deployment, CT scan demonstrated filter limbs extending beyond the caval wall along the anterior aspect of the right kidney, extending into the bowel without evidence of bowel obstruction, and some extending into the psoas muscle. A limb was identified extending medially along the posterior wall of the aorta without evidence of contrast material or hematoma around the aorta. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the caval wall. Based on a review of medical records received, approximately three months post filter deployment, fluoroscopy demonstrated a detached filter limb and the decision was made not to attempt retrieval of the filter. Approximately one year eight months post filter deployment, abdominal x-ray demonstrated two detached filter limbs. Approximately four years eight months post filter deployment, CT scan demonstrated filter limbs extending beyond the caval wall without evidence of contrast leakage or hematoma. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, fluoroscopy of the abdomen demonstrated a filter in correct position with a detached filter limb. Approximately one year eight months post filter deployment, abdominal x-ray demonstrated an ivc filter with a detached filter limb at the level of l2 and possibly a second detached filter limb overlying the pedicle area of l2. Approximately four years eight months post filter deployment, CT scan demonstrated filter limbs extending beyond the caval wall along the anterior aspect of the right kidney, extending into the bowel without evidence of bowel obstruction, and some extending into the psoas muscle. Therefore, based on the provided medical records, the investigation is confirmed for a detached filter limb and perforation of the ivc wall. The investigation is inconclusive however for the alleged tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filter perforation or other acute or chronic damage of the ivc wall. Filter malposition, filter tilt. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported after an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the caval wall. Based on a review of medical records received, approximately three months post filter deployment, fluoroscopy demonstrated a detached filter limb and the decision was made not to attempt retrieval of the filter. Approximately one year eight months post filter deployment, abdominal x-ray demonstrated two detached filter limbs. Approximately four years eight months post filter deployment, CT scan demonstrated filter limbs extending beyond the caval wall without evidence of contrast leakage or hematoma. There was no reported patient injury.